Event description:
It was reported that during the implant procedure an epicardial lead was placed but when the lead was being hooked up to the device a fracture was noted. The lead was capped and the patient was brought in several days later for a second lead to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.